Event description:
It was reported that the transfer set became disconnected. The event occurred during initial drain on the home choice (hc). The home patient (hp) stated their shirt and pants were wet from solution. The registered nurse (rn) stated that the hp came into the clinic due to a leak with the transfer set. The rn stated the transfer set became disconnected and the hp did not know it had happened. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4).as the transfer set was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.